Event description:
It was reported that a pt had his pump replaced. Per the reporter, it was "unknown if the pump was defective". The catheter was reported to be "okay". The pump contained lioresal. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.